Event description:
In 2003 pt has a dorsal column stimulator generator implantation and 2 electrode array implantation. Pt had the dorsal column stimulator removed in 2004 due to no pain relief from the malfunctioning of the device.